Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed out the infusion set supplies to address issue. Customer¿s blood glucose level ranged from 350-399 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.